Manufacturer narrative:
The involved product/package was not returned from the user facility for evaluation. However, a photo of the package containing the c7122 apex arthroscopy tubing set was provided. Visual inspection of the photo by the packaging engineer found the photo clearly shows the inner plastic bag was caught between the seal resulting in breach of sterility. This lot with the UDI (B)(4) was manufactured on 25-may-2015. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot number combination. A 2-year review of the complaint history for the device family shows there have been a total of (B)(4) confirmed units that resulted in breach of sterility. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no serious injuries or death related to these reported problem. Based on available information, it is believed that the inner plastic bag was not properly secured in the tub and this allowed the corner of the bag to be caught between the tub and the seal. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. To prevent future recurrences, an investigation has been opened to address this issue. The packaging anomaly was obvious to the surgical staff during set up and therefore prompted the return of the device for evaluation and replacement. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. Product was not returned.

Event description:
The user facility reported that the package containing the c7122 apex arthroscopy tubing set, two connection was found to have "the inner plastic cover stuck in the seal between the tub and sterile cover." This was discovered by the surgical nurse during set up thus there was no patient involvement. Another like-device was used and the procedure was completed as planned with no further complications or patient impacted.